Event description:
Customer reported that the pump's quick bolus and wake button were difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. The customer service team instructed the customer to try pressing the button with specific techniques and to remove the pump from its case; however, the issue persisted. Consequently, a replacement pump was sent to the customer with updated software, along with instructions on using and returning the faulty pump.